Event description:
It was reported that the customer has been having high blood glucose levels (300-400mg/dl). Customer gave himself a bolus and reported to see 2 small bubbles in the tubing. He is currently using humalog and typically changes his cartridge and insulin every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.